Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states thatmyocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was performed for five treatment passes on low speed in the proximal-to-mid left anterior descending (lad) artery. The patient experienced chest pain and imaging revealed a vessel perforation in the mid lad. Phenylephrine and dopamine boluses were administered to support the patient's blood pressure. Balloon angioplasty was initially used to seal the perforation; however, an echocardiogram revealed that a pericardial effusion remained and additional balloon angioplasty and stent placement was performed to resolve the perforation. A pericardial drain was placed and 300 cc of blood was removed to resolve the effusion and the patient was removed from vasopressors. The patient was transferred to the coronary care unit with the pericardial drain still placed, in stable condition. The patient stayed in the hospital overnight for observation and was discharged the following day.